Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2017-03984. It was reported the patients' right scs supraorbital lead (off-label use) eroded through the skin surface. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted. Reportedly, stimulation was restored post-operatively. Note: it is unknown which supraorbital lead was affected by the issue, therefore both leads are being reported.